Manufacturer narrative:
(Abnormal lfts).if additional information is received regarding this event, a supplemental medwatch will be submitted to report the information.

Event description:
Note: this report pertains to one of two devices referenced in the event description. Refer to MFR# 3005099803-2010-02541 for the associated device information. It was reported to boston scientific corporation that a flexima biliary stent system and a trapezoid rx lithotripter compatible basket were used during endoscopic retrograde cholangiopancreatography (ercp) procedures in the common bile duct of a (B) (6) male patient weighing (B) (6). On (B) (6), 2010 the patient presented with upper abdominal pain, and abnormal liver function tests ( lft ), which, according to the complainant, may indicate migration of the plastic stent. On the same day, an ercp was performed. The plastic stent which was blocking the common bile duct (cbd) was removed using a stent remover. A trapezoid rx lithotripter compatible basket with an alliance handle was then used to successfully crush large stones twice in the cbd. Each time the device was subsequently removed from the patient and cleaned to remove stone debris. On the third attempt, the stone was captured with the device, but could not be crushed. Additional attempts to close the basket resulted in a cracking noise and subsequent break of the proximal handle which jammed the thumb ring. At this time, the physician cut the trapezoid rx lithotripter basket from the proximal handle, and reinserted the duodenoscope into the patient. A plastic stent was then placed to keep the cbd open to allow for duct drainage. During stent placement, the trapezoid rx lithotripter basket catheter was pushed into the patients stomach while the basket was still within the cbd and around the stone. The account reported that the patient could not be operated that day. Therefore, the patient was admitted and had the trapezoid rx lithotripter compatible basket and stone successfully removed on (B) (6), 2010.